Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, the resident was disconnecting nail holding bolt from nail, when she set it down she was pricked by a burr on the end of the nail holding bolt. The burr punctured her gloves and her skin.